Manufacturer narrative:
Additional information was received that indicated that the device had issued an alert for low, out-of-range impedance on the atrial channel. Boston scientific technical services (ts) again confirmed that the lead was likely compromised. Episodes of atrial fibrillation starting a few months prior were also noted. The patient reported feeling fatigued, it was unclear if this was related to lead function. It was later reported that noise, low impedance and low amplitudes persisted. Atrial tachycardia response events with accompanying noise and undersensing were also reported. No adverse patient effects were reported. This lead remains in service.

Event description:
This report is being filed to relay additional information received.

Event description:
It was reported that an alert was issued for high, out-of-range impedance measurements on this right atrial (ra) lead. It was also noted that atrial amplitude measurements had decreased. Boston scientific technical services (ts) discussed potential lead compromise. No adverse patient effects were reported. Remains in service.

Event description:
It was reported that high, out-of-range impedance measurements were detected on this right atrial (ra) lead. Boston scientific technical services (ts) review of stored atrial tachy response (atr) episodes indicated there was also oversensing of noise, which was likely myopotentials. Ts discussed lead appears to be compromised. This lead remains in service. No adverse patient effects were reported.